Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead was raised at the implantable neurostimulator (ins) site and she was getting a burning sensation which started earlier the day of the report when she went to get out of bed. It was noted the patient did have a cat scan done in november/december; the leads and screws in the patient's back looked good at that time. It was noted the patient was going for an epidural tomorrow. The healthcare provider (hcp) further reported that the patient did not have a 50% or greater symptom reduction. The patient experienced burning at the ins site, and the ins was involved in the reported event but the cause of the event was not device related. The unit was interrogated with no problems were found. The hcp was going to continue to observe and monitor the patient. The patient recovered without permanent impairment.